Event description:
It was reported that patient underwent fusion surgery in the lumbar region using rhbmp2/acs, two alif allograft spacer, screws and washers. Post-operatively, patient sustained unspecified injuries

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation